Event description:
It was reported that during preparation of a rotational coronary atherectomy procedure, a lack of console display occurred. The console was being tested outside the body when it was discovered that the 1.25mm rotalink plus unit was rotating while the rotablator console was not displaying rpm's. The procedure was re-scheduled for future date, and completed successfully. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation of a rotational coronary atherectomy procedure, a lack of console display occurred. The console was being tested outside the body when it was discovered that the 1.25mm rotalink plus unit was rotating while the rotablator console was not displaying rpm's. The procedure was re-scheduled for future date, and completed successfully. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the console and foot pedal were tested together using a rotalink 1.75mm burr. The console rotational speed in dynaglide mode was 80 krpm; in turbine mode, the speed was set to and maintained 180 krpm and 190 krpm; the maximum turbine rotational speed reached was 216 krpm. These are typical operational speeds. The console and foot pedal functioned properly. All of the console displays functioned properly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).